Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the gonadal vein using pod packing coils (pod pc) and a non-penumbra microcatheter. During the procedure, when the hospital technologist was pushing the pod pc, the pod pc detached before entering the microcatheter. Therefore, the pod pc was removed by pulling it out. The procedure was completed using a new pod pc. There was no report of an adverse effect to the patient.